Manufacturer narrative:
Additional information: d10, h3, h6. H10: the device evaluation was completed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient line of the cassette and the female connector of the transfer set. This occurred after use of the devices for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.